Event description:
It was reported that the patient developed (B)(6) when she had her first spinal cord stimulator implanted and had to have it removed.

Event description:
Additional information received reported that the (B)(6) infection (B)(6) developed within three days post-implant.

Manufacturer narrative:
(B)(4).